Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via manual injections. Customer's current blood glucose level was 232 mg/dl. Troubleshooting was performed. Customer advised there were no air bubbles nor leaks. The auto mode feature was not active. The insulin pump will not be returned for analysis.